Manufacturer narrative:
The manufacturing location for this product is bawal, india. This site is not registered with the FDA. (B)(4). Investigation summary: the sample was received by bd for evaluation. A quality engineer was able to inspect the returned samples for the reported issue of cracked barrel from lot # 2194676 product # 300852. The investigating team has also used the retention samples of lot # 2194676 product # 300852 for investigating the reported defect. The investigation and simulation were carried out on retention samples where the investigating team has visually looked for the samples for cracked barrel and no cracked barrel was found in the retention samples. The investigation was also carried out on the sample, and it confirms the reported defect of cracked barrel. Crack could be caused during transferring of barrel from marking to assembly index if air pressure is high causing striking of barrel to pocket. Action taken- pressure gauge to be provided to check the air pressure and control the air pressure. Complaints received for this device and reported condition will continue to be tracked and trended. The DHR of material no. 300852 with batch no. 2194676 was checked and there was no quality notification found on this lot no. From its production date to its dispatch on date.

Event description:
It was reported by customer that 7 of the bd discardit¿ ii syringe broke. The following information was provided by the initial reporter: broken syringe barrel while opening itself identified, medication spill out.